Event description:
It was reported that cgm displayed error 42 while used with g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received complete pump reset instructions, performed pump reset with guidance, and successfully started new sensor session, after which cgm error did not recur.